Manufacturer narrative:
Correction to d8 & d9 for information inadvertently left out of the previous report. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Therefore, the presumed cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source exhibited a b30 scope communication error. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.